Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple cartridge 22 alarms. The contact did not know if the blood glucose level was impacted. As the contact did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.